Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a faulty electrical board, control relay and core missing, there was corrosion found on the flat cable, one grooves of front panel, the receptacle was found loose, and minor scratches were found on the housing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, flickering occurred in the image on the evis exera ii video system center. Upon inspection and testing of the returned unit, there was no display. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that images not displayed was due to poor printed circuit board. In addition, the cause of the failure was not identified. Olympus will continue to monitor field performance for this device.